Event description:
It was reported "air in line". There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and it was found that the air detector was not functioning properly. The air detector was replaced. Additionally, it was found that the latch lock and sensor circuit were not functioning properly. The latch lock and sensor circuit were replaced. The downstream occlusion (dso) seal was also found to be degraded. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.